Manufacturer narrative:
User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. This file was raised from pmcf study to capture biliary stricture, where abnormal use was identified as stent was placed in the pancreatic duct. Device evaluation: zso device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: as the lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. Historical data review: n/a instructions for use and/label review: it should be noted that the instructions for use (ifu0045) states the following: ¿this device is used to drain obstructed biliary ducts¿. There is evidence to suggest that the user did not follow the instructions for use. Abnormal use was identified as stent was placed in the pancreatic duct. In addition, user was identified where the stent was short of the stricture. As per pmcf study "stent had fallen off as the stent was short of the stricture." Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. A definitive root cause of abnormal use where a biliary stent being placed in a pancreatic duct. Additionally, user error was identified where the stent was short of the stricture meaning the stent was not placed far enough to cross the stricture, which likely caused the stent migration. According to the medical advisor¿s input, "the stent was short of the stricture meaning the stent was not placed far enough to cross the stricture, which likely caused the stent migration (user error). The stent was placed in the pancreatic duct (off-label). ". Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, MDR-2066, 1900005, biliary stricture. Definitive root cause was established. A definitive root cause of abnormal use where a biliary stent being placed in a pancreatic duct. Additionally, user error was identified where the stent was short of the stricture meaning the stent was not placed far enough to cross the stricture, which likely caused the stent migration. According to the information reported, no other adverse events were reported during this time period. The complaint is confirmed based on customer/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 18-oct-2024.

Event description:
Procedure was in (B)(6) 2021. At 63 days post-procedure, patient experienced biliary stricture and the stent was replaced. Per the site, the event was not related to the stent, related to idiopathic recurrent pancreatitis. The site commented ¿in addition, the tip of the stent was short of the stricture¿ and ¿stent had fallen off as the stent was short of the stricture.¿ when queried if this was unsuccessful placement or migration, the site responded ¿the records didn't mention the migration of the stent just mention fallen off with no further details.¿ data collection includes 3 months post-procedure. No other adverse events were reported during this time period

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.